Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had perforation that was seen through chest x-ray. The patient came to emergency room due to musculo-skeletal pain. All available information indicates that this rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.